Event description:
It was reported that this patient presented to the emergency room (ER) due to receiving 2 inappropriate shocks while driving. Upon review, low amplitude r waves were observed along with noise and oversensing. Two untreated events were also noted. Reprogramming to alternate vector was performed and the plan is to obtain x rays. The shock impedance measurement was 140 ohms however the field representative noted it was high at the time of implant. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this patient was brought into the clinic due to the oversensing and undersensing, for an exercise test in which alternate vector was still the best option. Automatic setup was performed but failed in all vectors. Ts noted there were not many options as all vectors failed. The smartpass feature was reenabled however the field representative noted it may not stay enabled. The morphology appeared to be a bundle branch block which can impact amplitude. This patient has known right bundle branch block. Ts recommended considering increasing smart charge and a chest x ray.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient presented to the emergency room (ER) due to receiving 2 inappropriate shocks while driving. Upon review, low amplitude r-waves were observed along with noise and oversensing. Two untreated events were also noted. Reprogramming to alternate vector was performed and the plan is to obtain x rays. The shock impedance measurement was 140 ohms however the field representative noted it was high at the time of implant. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.